Event description:
Rptr wishes to relay a series of problems their facility has had with the fukuka telemetry monitoring system. The staff has experienced numerous problems with software errors, which cause the screen to go blank. The biomed dept has been involved with trouble shooting the problems. The MFR has sent upgraded software, which have not solved the problem. The MFR has also "re-booted" the system when it fails, but the system can not be re-booted anymore. Biomed also discovered a problem with the printer. The MFR sent a loaner unit, which also "crashed". The facility is currently using a temporary trial system, made by the same MFR. So far the staff have not had any problems with the newest system. Total equipment replaced includes: 2 towers, 2 harddrives, 4 software upgrades, 3 monitors, 2 back up power supply units. And 4 telemetry transfer units. Rptr is reporting this event for trend analysis purposes. No adverse consequences to pts occurred as a result.